Event description:
A customer reported observing biased ammonia results for a quality control fluid. Biased results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: the investigation determined that the customer used an ammonia based cleaner to wipe up spills on the analyzer. The customer was also unsure of the last time the evaporation caps had been replaced or cleaned, and therefore replaced them. Following elimination of the use of the cleaner and replacement of the evaporation caps, quality control results were acceptable. The root cause of this event is unk.